Event description:
It was reported that the device experienced a rapid decline in battery charge, leading to an unexpected shutdown. As a result, the customer's blood glucose level was elevated to 448 mg/dl. The customer took corrective actions by administering a correction bolus through the pump and multiple daily injections. The customer continued to use the pump for insulin therapy.